Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure to treat a dural arteriovenous fistula (davf) in transverse-sigmoid sinus, the physician noticed the crack at the hub of the complaint product galaxy orbit coil ((B)(4)). The device was replaced with another product. No additional force was utilized to connect the hub to the dcs syringe. The product was stored per labeling guidelines. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. The lesion characteristics and patient were unknown. The product was not clinically. No further information was available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found at 27.5, 29, 43.2, 51.4, 62, 68.3, 86.9, 98.8, 102, 114.5 and 125 cm from hub. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. In addition the hub was found deformed; this appeared to be due to application of excessive force. Additionally the marks of some tool or device can be observed on the hub. No tools are used during manufacturing and there is nothing in the manufacturing process that would create the marks on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported cracked luer hub was confirmed during microscopic analysis and based on the tool marks seen on the hub the cause appears to be due to application of excessive force. Procedural and handling factors appear to have contributed to these damages with no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During a coil embolization procedure to treat a dural arteriovenous fistula (davf) in transverse-sigmoid sinus, the physician noticed the crack at the hub of the complaint product galaxy orbit coil (640cf0515). The device was replaced with another product. No additional force was utilized to connect the hub to the dcs syringe. The product was stored per labeling guidelines. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. The lesion characteristics and patient were unknown. The product was not clinically used and will be returned for evaluation. No further information was available.